Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: catheter ruptured during power injection. There was extravasation of fluid causing harm to the vessel described as vessel inflammation and swelling. No intervention was required. The patient is reported to be fine and continues to be monitored. No further complication reported at the time of this report. The device was replaced in the patient.

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen PICC for evaluation. The catheter appeared intentionally truncated and contained obvious signs of use in the proximal lumen. Visual examination revealed the catheter body was ruptured near the juncture hub. Evidence of small kinks were observed just above and below the rupture on the catheter body. The walls of the ruptured material appeared thinned, which is damage consistent with over-pressurization causing the failure. The total length of the returned catheter body measured 14.76" which indicates at least 6.74" of the catheter body were intentionally trimmed and not returned per product drawing. The catheter body was ruptured from 18-22 mm from the distal end of the juncture hub. The catheter body contained kinks 13 and 30 mm from the distal end of the juncture hub. The outer diameter of the catheter body in an undamaged location measured to be 0.0710" which meets the maximum specification of 0.0710" per product drawing. The proximal and distal lumens were initially flushed to ensure no blockages were present. Significant resistance was met when flushing the proximal line; the distal lumen functioned as expected. The proximal lumen was cleared using a lab wire. A significant amount of biological material in the form of coagulated blood was removed from the extension line and respective lumen of the catheter body. The proximal lumen was again flushed, and water exited the ruptured portion of the catheter as well as the distal tip. Product engineering was consulted in an effort to identify potential root causes for this failure mode. They noted that the kinks observed in the catheter body and the coagulated blood observed within the lumen likely contributed to the rupture. A device history record review was performed on the catheter and catheter body with no relevant findings. The instructions-for-use (IFU) provided with this kit warns the user, "only utilize catheters indicated for high pressure injection applications for such applications. Utilizing catheters not indicated for high pressure applications can result in inter-lumen crossover or rupture with potential for injury." The IFU also cautions the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi), to reduce the risk of intraluminal leakage or catheter rupture." The customer confirmed that the line was injected at 2.5 ml per second and 140 ml of fluid at time of failure, which is within the specified rates. They also confirmed a scout scan was completed, patency in line was documented, and both slide clamps were in place. The customer report of a catheter rupture was confirmed by complaint investigation of the returned sample. The catheter body was ruptured adjacent to the juncture hub. Evidence of small kinks were observed directly above and below the catheter rupture, which indicates the catheter body likely became kinked which restricted flow, and has the potential to cause a rupture. Coagulated blood was also observed within the ruptured lumen of the returned sample which could also restrict flow during injection. The sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the condition of the sample received and feedback from product engineering, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: catheter ruptured during power injection. There was extravasation of fluid causing harm to the vessel described as vessel inflammation and swelling. No intervention was required. The patient is reported to be fine and continues to be monitored. No further complication reported at the time of this report. The device was replaced in the patient.